Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events with eight infusion sets as the infusion set patch did not stick to skin upon insertion. The set was used for one day. Patient's blood glucose level at the time of event was between 275 and 325 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.